Manufacturer narrative:
Per tandem¿s user guide: ¿check that your connection between the cartridge tubing and the infusion set tubing is tight and secure.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent occlusion alarms occurred, the luer lock and patient line became disconnected, the customer experienced resistance when loading cartridges with insulin, the pump "did not accept cartridges", and customer received an change site reminder after changing the site. There was no reported impact to customer's blood glucose level. Customer declined troubleshooting with tandem technical support.